Event description:
It was reported that the helix would not retract on the lead. The physician removed the lead by turning the whole lead body. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. The analyst commented that the helix number of turns to extend/retract is within specifications.